Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and defect found on returned meter: unknown: does not turn on with strip inserted. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-041: user/mechanical stress. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that there may be something stuck inside the port of the meter. Customer stated that he did not put anything inside the port. During the call the customer attempted to place the strip into the meter. Customer advised that there is something blocking the strip from going in. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.